Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. *sound quality was poor at times* the reason for call was pt stated that the ins needed to be replaced probably a could years ago. Pt stated in 2021 they went to a retreat center, and their back was 'miraculously healed' and they do not have pain or need medication. Pt stated the ins was turned off because they did not need it and they were not using it. Pt stated they were told that getting the ins replaced or taken out was 'not an option'. Pt added that the last time they charged the ins, it took a full charge but did not hold the charge. Pt stated they saw a message that the ins needed to be replaced a couple years ago, pt stated it wasn't quite at 10 years. Pt stated it occurred a little before the expected time frame, 1.5 years after their back was 'miraculously healed'. Agent reviewed information. Pt was redirected to hcp to further address MRI eligibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.